Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, firm nodules, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number reported (1001118431) is not a valid lot number.

Event description:
This MDR is related to MDR 3013840437-2021-00030 referring to the same patient. This spontaneous report was received from an emirati physician and concerns a (B)(6)-year-old female patient. She was injected with a total of 1.5 ml of radiesse®, into the hands (off label use of device), on (B)(6) 2020. As reported, she was injected with 0.75 ml per hand. One syringe of radiesse® was diluted with 0.5 ml of 2% lidocaine and with 1 ml of normal saline (reported as nss, product preparation issue). The total of 3 ml of radiesse® was equally divided via a cannula. As reported, the patient wanted a more settle effect. The patient was concomitantly injected with a total of 2 ml of belotero volume®, into the fingers, (B)(6) 2020. Belotero volume® was injected with 1 ml into each hand. The patient was also injected with a total of 1 ml of restylane® lidocaine (reported as restyles lidocaine), into the tear throughs, on the same occasion, on (B)(6) 2020. Restylane® lidocaine was injected with 0.5 ml per each tear through. On (B)(6) 2020, the patient presented hardening of her tear trough fillers, which got better after a normal saline injection. The patient was previously injected with a total of 1.5 ml of radiesse®, into the hands, on (B)(6) 2019. As reported, she was injected with 0.75 ml per hand. One syringe of radiesse® was diluted with 0.5 ml of 2% lidocaine and 0.5 of normal saline (reported as nss). The total of 2.5 ml was equally divided via a cannula. After the radiesse® injection, the patient experienced a discoloration in her fingers on both of her hands. She had a session of platelet rich plasma cellular matrix performed and after that there were no side effects reported. The patient was practicing yoga regularly. Concomitant medication included chlorella (for 3 months sometimes in (B)(6) 2020) and vitamin supplements (for 3 months sometimes in (B)(6) 2020). In (B)(6) 2020 (not more than one week prior to (B)(6) 2020), 4 months after the treatment with radiesse®, the patient experienced firm nodules in some parts of her dorsal hands and fingers. They were movable and tender to the touch, with no signs of infection. Corrective treatment included hyaluronidase on each nodule. The reporter was going to see the patient in 2 weeks, to assess the difference in response (as reported). The outcome of the events was unknown. Follow-up information was received on 15-dec-2020: the reporter confirmed that the patient was injected superficially with one syringe of radiesse®, into the hands, for volumizing. Batch number was reported as 1001118431. A lot search in the global safety database was conducted. It was confirmed that the radiesse® was diluted with lidocaine. Needle used for injection was a cannula. The patient was concomitantly injected deep with a total of 2 syringes of belotero volume®, into fingers, for rejuvenation. A needle was used for injection. Batch number was reported as 547383/1. The patient did not have much improvement after injecting normal saline (reported as ns), so the reporter injected hyaluronidase. A week after the injection, her nodules were better, no pain, softer and much smaller. The reporter was going to repeat the injection if needed. Due to provided information, the outcome of the event tender to touch was considered as and changed from unknown to resolved, in 2020. The outcome of the event firm nodules was considered as and changed from unknown to resolving. Follow-up information was received on 04-feb-2021: this case was upgraded to serious. It was confirmed that hyaluronidase was used a week after the treatment. At the time of this report, the patients complication fully resolved. As reported, the main cause of the complication was the patients dehydration. Due to provided information, the outcome of the event firm nodules was considered as resolved and was therefore changed from resolving. The outcome of the event tender to the touch remained unchanged. In the opinion of the reporter, the treatment with hyaluronidase was necessary to prevent permanent damage.

Event description:
This MDR is related to MDR 3013840437-2021-00030 referring to the same patient. Follow-up information was received on 24-feb-2021: the reporter confirmed that the platelet rich plasma cellular matrix was used for pure rejuvenation purposes. It had nothing to do with the side effect and was not related to the discoloration. The outcome of the event remained unchanged.